Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu373710/14559103. Images were sent to gore imaging services for evaluation. Per the evaluation one time-point available for evaluation, post-implantation cta dated (B)(6) 2019. There appears to be two ctag® devices implanted. Comparison axial image series for arterial contrast and delayed contrast appear to show, contrast can be visualized pooling in the sac on the delayed image set at many levels. Possible intercostal communication. Increased pooling contrast on the delayed images can be suggestive of a type ii endoleak. There appears to be ~4.7cm of device overlap. There appears to be less than ~12mm of device seal distal to the aneurysmal sac to the celiac. Cannot confirm, with available imaging, if the endoleak is a type ii from intercostal arteries or a distal type I. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2017, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. It was reported that computed tomography (cta) images dated (B)(6) 2019, revealed an unknown endoleak. Possibly a type ii endoleak or a distal type I endoleak. It is unknown if there is aneurysm sac enlargement. No reintervention has been planned, the physician is taking a wait and watch approach. The event is ongoing.